Event description:
It was reported to boston scientific corp on july 18, 2008 that a low profile button replacement device was placed during an endoscopic gastrostomy procedure in 2008. According to the complainant, "during the button introduction, the obturator perforated the button." It was also reported that the pt experienced bleeding at the incision site. The pt's condition post procedure is unk.

Manufacturer narrative:
The suspect device has been received for eval; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The 2008 15-month replacement button enteral feeding balloon product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trends was noted.